Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Device received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of customer was 534 mg/dl. Customer dropped the insulin pump and unable to lock the reservoir in place. The customer stated that there was crack on the reservoir retainer ring. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.